Event description:
It was reported that patient presented to clinic for first interrogation post implantation on (B)(6) 2025. During interrogation, the pacemaker (pm) entered safety mode, and the patient experienced discomfort. The pm was reprogrammed. The patient was stable.